Manufacturer narrative:
Alveolus was not able to perform an investigation on the actual device as the stent was not returned. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. We have reviewed the mfg records to identify any potential causes for the stent fracture upon removal. The records indicate that the device met the mfg specifications. We conducted bench testing that duplicates the removal techniques using the foreign body removal hood and alligator forceps. This test showed that the foreign body removal hood collapses down on the stent at approx. 3-4cm, when passing through a tight area such as the ge junction or stricture. The excess hood material folds down on the stent. As the scope retracts outward, the hood begins to elongate (stretch) at the proximal end. This elongation occurs only at the proximal end of the hood, while the medial section of the stent is constrained by the excess material of the collapsed hood. The inability of the stent to stretch may result in radial fracturing of the stent. Although the bench model is not an exact simulation of the human anatomy, this bench test shows a possible explanation for the fracture that was experienced. Removals of the stent when in the stomach are best accomplished by using a snare to grasp the proximal end of the stent, as outlined in the directions for use.

Event description:
In 2007, the physician implanted an alveolus alimaxx-e esophageal stent into the ge junction of one of his pts who was diagnosed with adenocarcinoma. The next month, the pt began experiencing dysphasia. Upon endoscopic examination, nine days later, the physician noticed the device had migrated into the stomach and decided to remove the stent. He dilated the stricture location up to 15mm. A foreign body removal hood was used during the removal process. As the physician grabbed the stent with the forceps, the device was fractured. The physician was successful in removing the stent and the pt did not endure any complications or injuries.